Event description:
It was reported that while interrogating the device, telemetry was lost and the device was found to be operating in backup vvi mode. Abbott technical support was contacted and the software was redownloaded. Immediately following the download of the software, inaccurate longevity measurements were noted. The inaccurate measurements were suspected to be temporary. The patient was in stable condition and will continue to be monitored.